Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up arrow button was unresponsive when the patient attempted to program a bolus. The patient reported cancelling out of the bolus stated that he attempted to program the bolus dose again and was successful without any unresponsiveness issue with the up arrow button on that attempt. The patient claimed that he did not do anything out of the ordinary when programming the bolus when the up arrow did not respond to presses. The patient stated that he felt certain he did not inadvertently press any other keypad buttons. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.